Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged. The lead was repositioned on (B)(6) 2015 and remained implanted. The patient was stable post procedure.